Event description:
The reporter stated that the surgeon was using a competitor's lens with the aq cartridge-fp and stated that the trailing haptic tore in the cartridge prior to insertion into patient eye. No patient injury.